Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628 batch # 3122722. Rcc received a complaint via email. On 15jan2025 xxx was informed of an event with xxx 8mg vial kit which was categorized with the defect foreign matter fm- syringe. On 27jan2025, one syringe returned with green particle observed in product flow path within the needle hub connection. 1 ml syringe catalog: 309628 lot: 3122722. Customer response on (B)(6) 2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 15jan2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a. 3. Could you please confirm if there are any samples available to send to bd for investigation? Sample will not be forwarded at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The possible lot number provided is covered under (B)(4).

Manufacturer narrative:
(B)(4) follow up report for correction. The possible lot number provided is covered under (B)(4).